Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 02/24/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Return requested. Replacement positioning sensor unit (psu) shipped to site. Medtronic investigation of returned suspect psu finds that it to be very poorly packaged in a large box with many other items, some very heavy. The psu powered-up without the amber fault light illuminated. A check of the event log revealed an intermittent history of sensor configuration errors. Messages of "sensor configuration parameters not programmed correctly" were followed by messages of "sensor configuration parameters programmed correctly". System fault code - sensor configuration error - electrical failure. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database.

Event description:
A medtronic representative reported that a site's navigation system camera displayed the message: "error led lighting". No further details were provided. There was no patient present when this issue was identified.